Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower stuck at blue care fusion screen due to software issue. Field service engineer was able to dial-in and correct the auto login to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower stuck at blue care fusion screen. The customer has indicated that the tower is unable to power down or reboot. There is also a burning odor present. There were no adverse events or injuries reported based on this event.